Event description:
The provider reported the 9781 I-fit shower chair broke in half and collapsed while in use. The patient fell into the bathtub and was stranded there for approximately 26 hours. The patient was allegedly injured and required a three week hospitalization. Information regarding the nature and treatment of the patient's injuries was requested but not received.